Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 3/6/2026 the patient's caregiver reported that the patient went to the ER because of a consistent low reading from dexcom. Reporter can't provide the bg reading taken at the time of the event but the caregiver noted that the patient did not exhibit symptoms at the time of the event and no treatment or medication was provided to the patient. There was no treatment documented. There was no documentation of medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.